Event description:
Additional information was received from the patient. The patient specifically asked on (B)(6) 2024 if their lead could move as they stated, "it doesn't feel like it's going off in the same place that it was, it feels like it's going off in my butt cheek now instead of where it was at first".

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2xhbl serial# implanted: (B)(6) 2024 , product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they felt the device was moving from their original place and it felt like it was going off in their butt cheek since 2 or 3 weeks ago. The patient was redirected to their healthcare provider to further address the issue.